Event description:
In 2007, the patient was treated for a dissection of the thoracic aorta. A large aneurysm was present in the false lumen. The patient expired a week later, due to a ruptured distal false lumen. The physician stated that the device performed as expected and was not related to the expiration of the patient. The patient was not a candidate for surgery. Devices and films are not available to gore for review.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted and associated with this event was tg3420/lot#04468444.